Event description:
It was reported that the nurse who had left the room was alerted by an alarm from a monitoring device. On return to the room, the nurse found that the ventilator that was connected to a patient had stopped ventilating and the screen was black. The patient's o2 saturation had dropped to 72%. The patient was manually ventilated. The ventilator was restarted using the on/off switch. It functioned properly and it was reconnected back to the patient. (B)(4).

Manufacturer narrative:
(B)(4).